Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es was advanced for dilatation. However, during third inflation at 6 atmospheres for 5 seconds, the balloon ruptured in a pinhole form near the center. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.